Manufacturer narrative:
Device received with broken reservoir tube lip, missing reservoir tube o ring, broken battery tube threads. Cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked case at the display window corners and cracked lcd window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 421 mg/dl at the time of incident. Customer treated with insulin pump. The insulin pump was cracked at battery compartment, screen, and on the front next to the escape button. The insulin pump will be returned for analysis.